Event description:
Caller states the patient tested >8.0 inr/>8.0 inr on the coaguchek s system while a comparison lab returned as 4.7 inr. Coumadin was held 4 days due to lab result. No adverse event reported. Requested return of suspect system and replacement was sent.